Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of implantation. Bone cement adheres to the posterior side of the femur. No bone cement was seen on the tibial plate. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6203-453-22 loosening is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2021-00413. Initial 2014. Medical product stemmed tibial component precoat size 5 item# 00598004701 lot# 62503831. Articular surface size ef 12 mm height item# 00596404012 lot# 62382048. Report source - (B)(6). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years post implantation due to loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.